Event description:
Failure of device to fire when initially used by surgeon during renal surgery. Device removed from sterile field and never utilized on pt. Another device (same model) obtained and operated appropriately. Is a 1 x use device. Device in question returned to manufacturer. The 45mm staple line, 2.5mm staple leg length.